Event description:
It was stated that the customer was hospitalized for blood glucose levels as high as 800 mg/dl. The customer was also hospitalized twice in december. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The diabetes educator wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump shows that it was functioning properly and passed all functional testing. After testing, it as concluded that the device operated within specifications.